Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle did not move up past 4 or 5 atm. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). (Sn: (B)(4) device evaluation indicated that the leads passed all tests performed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 05:42 pm CT. The report number is being corrected from: 3006630150-2018-62343 to: 3005099803-2018-60024.

Event description:
A report was received that during the patients permanent implant procedure, the physician believed that the second lead caused the patients spinal fluid leak. The physician took the leads out and provided a blood patch for the patient.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle did not move up past 4 or 5 atm. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Block h10: investigation result a visual examination of the returned complaint device revealed the gauge needle was at 0 atm and there were no damages to the device. Functional evaluation was performed and was unable to confirm that the gauge was reading inaccurately. It was noted that the device was able to be inflated properly and there were no issues noted with the gauge needle. The returned device passes visual and functional tests; consequently, not confirming the reported complaint. Therefore the most probable root cause for this complaint is "no problem detected". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 11:13 am CT. The report number is being corrected from: 3005099803-2018-62012 to: 3005099803-2018-60024. This report is follow-up # 1.